Event description:
It was reported that the deflectable videoscope did not display 3d images, and its console does not activate. It is unknown when the event was found. There is not report of patient/user.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Additional info: d9, d10, h3 and h6 the device was returned to olympus for inspection where the reported event was not confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.